Manufacturer narrative:
The results of the investigation were not available at the time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: balloon unable to be inflated. Also, tubing was found broken during use. No report of patient injury.